Manufacturer narrative:
Complaint allegation confirmed. Two unpackaged ar-9545-t15-01 serial/batch number (B)(6) was received for investigation. The visual evaluation found that the driver shaft hexalobe tip was significantly deformed/round. It was noted that the laser etch is wear and tear. The observed event is most likely caused by user mechanical damage to the device, such as prying/leveraging or excessive bending forces applied during use.

Event description:
On 08/16/2024, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-9545-t15-01 driver shaft and an ar-601-tbc8 ibalance uka, tibial bearing trial was broken (purchased as part of set ar-9501hs univers revers humeral instrument set). There was no case involvement.

Manufacturer narrative:
Corrected information: h1 changed to n/a. Based upon secondary review, it was determined that this event is not a reportable event as there is no case or patient involvement. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.